Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) during initial drain. Gts explained the alarm and assisted the home patient (hp) to clear it. Gts advised the use of new supplies. Gts reviewed proper procedures and advised the hp to call the peritoneal dialysis nurse in the morning. The home patient (hp) stated she connected to the patient line in prime, and then opened her transfer set at initial drain. Product surveillance (ps) spoke with the hp's nurse, who said the hp had mentioned that she had had a "funny feeling." The nurse said it sounded like the hp was describing air in her peritoneum, so she reviewed proper priming procedures as a precaution. Ps explained the use error and alarm, and the nurse said she would give the hp a call back to review the procedures again as the hp was not trained to setup in that way. The nurse said other than the "funny feeling" there had been no complications. The nurse said the hp was resuming therapy. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The product code is unknown therefore a 510(k) number, brand name, and catalog number will not be included in the emdr. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.